Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) failed to deliver a tachy shock during a vt episode, which occurred during administration of amiodarone. In addition, low shock and pacing impedances were observed, with a failure to obtain capture at maximum outputs. The information indicates the patient spontaneously converted. To date, there have been no reported patient symptoms associated with this clinical observation.